Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 22-aug-2025, the user¿s caregiver reported that the ilet was not charging. Troubleshooting steps were attempted, and the user was advised to allow the battery to drain for a hard restart. A replacement was to be considered if the issue persisted. No blood glucose impact or symptoms were reported, and no medical intervention was required.